Event description:
A customer contacted baxter's (B)(4) regarding a system error 2240 (air in line) alarm that had appeared on the homechoice (hc) display during drain. The nurse reported that the home patient (hp) tried to clear the se 2240 alarm but he was unable to. The technical service representative (tsr) recommended that the hp contact baxter at the time of the alarms for troubleshooting assistance. The tsr explained the alarm to the nurse and the hp. Based on the se 2240 callscript, patient extension lines were used; however, the extension lines were not connected prior to priming. Proper procedures per the user manual were reviewed with the hp. No patient injury or medical intervention was indicated at the time of the initial report. During a follow up with the nurse regarding the alarm, it was revealed that the hp had resumed therapy since that time. The nurse stated that there were no adverse events from this alarm. No patient injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). This complaint for a low drain volume alarm (ldva) was not confirmed due to a lack of sample. A batch review was performed on the associated lot (h10e18082 ) with no issues noted. Per the complaint information the cause of the low drain volume alarm is the air in the patient line. The cause of the air in line was not determined. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation of the ldva is in progress through (B)(4).

Manufacturer narrative:
(B)(4). Per the customer, the sample was discarded.a follow-up report will be filed should any necessary supplemental information become available.

Event description:
A customer contacted baxter's technical service center regarding a low drain volume (ldv) alarm that appeared on the homechoice (hc) display during initial drain. During troubleshooting, the home patient (hp)'s caregiver (cg) reported that there was air in the patient line. The technical service representative (tsr) recommended that the hp end therapy and start over with new supplies, making sure that the patient line was primed before connecting the patient line. The tsr then assisted the cg through ending therapy early procedure. The cg ended therapy and would start over with new supplies. No patient injury or medical intervention was indicated at the time of the initial report. During a follow up with the nurse regarding the report of air in line, the nurse stated that she was aware of the air in line, and added that the hp actually expired on (B)(6) 2010, so air in line did not matter any more. Per nurse, hp was in hospice and not connected to the hc machine at the time of death. The nurse explained that the hp had decided to discontinue peritoneal dialysis (pd) therapy and moved to hospice. Per nurse, the hp died due to discontinuation of the pd therapy, and that the hp's death had nothing to do with any of the baxter products. The nurse did not provide any more information. No patient injury or medical intervention was indicated as a result of the report of air in. This emdr addresses the report of air in line only.

Event description:
A hospital in (B)(6) reported that the mr730 respiratory humidifier "seems to make the baby way too hot, causing the respiratory rate to increase." No patient consequence was reported.

Manufacturer narrative:
(B)(4).